Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: abdominal wall/ right coil was never found"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and systemic lupus erythematosus ("lupus/autoimmune disorder type of disorder: lupus,") in a 28-year-old female patient who had essure (batch no: l869901 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, breast mass and breast lump excision since on (B)(6) 2010. Concomitant products included ethinylestradiol; norelgestromin (ortho evra) from on (B)(6) 2008 to on (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced tooth loss ("tooth loss/dental problems"). On (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"), 2 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation") and diarrhoea ("gastrointestinal or digestive system condition type: alternating diarrhea"). On (B)(6) 2010, the patient experienced dental caries ("tooth decay/dental problems"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photosensitivity"). On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue/fatigue,"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), migraine ("migraines/migraines / headaches") and headache ("headaches/ migraines / headaches"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching/itchy skin"), butterfly rash ("malar rash"), the first episode of rash ("other skin conditions/rashes or skin conditions type: facial rash, rash from sun exposure") and urticaria ("hives"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)/painful sex"), the second episode of rash ("rashes"), large intestine polyp ("colon polyps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and abdominal pain ("abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin), diclofenac, doxepin, ethinylestradiol;gestodene (femoden), famotidine (famotidin), hydroxychloroquine, ibuprofen, iron, ketoconazole (ketoconazol), paracetamol (acetaminophen), paracetamol (tylenol), prednisone, robaxin [macrogol,methocarbamol], titanium dioxide, tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol], zinc, surgery (ablation and total hysterectomy (uterus and cervix were removed)) and tooth removal, crown, caps. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, systemic lupus erythematosus, menstrual disorder and large intestine polyp outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dysgeusia, dyspareunia, migraine, headache, depression, the last episode of rash, erythema, skin disorder, pruritus, butterfly rash, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, photosensitivity reaction, urticaria, constipation, diarrhoea and abdominal pain had resolved and the back pain, arthralgia and uterine pain had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, butterfly rash, constipation, dental caries, depression, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, large intestine polyp, menorrhagia, menstrual disorder, migraine, photosensitivity reaction, pruritus, skin disorder, systemic lupus erythematosus, tooth loss, urticaria, uterine pain, vaginal haemorrhage, weight fluctuation, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: unfortunately, however, despite having surgery (hysterectomy on (B)(6) 2011), her abdominal and pelvic pain continued and on (B)(6) 2014, she underwent a bilateral salpingectomy since her most recent removal surgery, her symptoms have mostly resolved, though some remain plaintiff told that the left coil was retained in lab. When she asked to retrieve device. The right coil was never found. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: confirming full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2019: plaintiff fact sheet received. Event outcome was updated for the event cramping. Event onset date was updated. Treatment drug was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: abdominal wall"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general),") and systemic lupus erythematosus ("lupus/autoimmune disorder type of disorder: lupus,") in a 28-year-old female patient who had essure (batch no. L869901 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, breast mass and breast lump excision since 16-mar-2010. Concomitant products included evra (ortho evra) from 1-may-2008 to 9-nov-2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss/dental problems"), weight fluctuation ("weight fluctuations/weight gain / loss specify which one"), constipation ("gastrointestinal or digestive system condition type: chronic constipation") and diarrhoea ("gastrointestinal or digestive system condition type: alternating diarrhea"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depression ("depression/psychological or psychiatric problems condition: depression"). In july 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photosensitivity"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In december 2012, the patient experienced fatigue ("chronic fatigue/fatigue,"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), migraine ("migraines/migraines / headaches") and headache ("headaches/ migraines / headaches"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), the first episode of rash ("rashes"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), butterfly rash ("malar rash"), the second episode of rash ("other skin conditions/rashes or skin conditions type: facial rash, rash from sun exposure"), alopecia ("hair loss"), large intestine polyp ("colon polyps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urticaria ("hives"). The patient was treated with prednisone, hydroxychloroquine phosphate (plaquenil), diclofenac (voltaren), femodene (femoden), robaxin [macrogol,methocarbamol], paracetamol (acetaminophen), paracetamol (tylenol), ketoconazole (ketoconazol), ibuprofen, iron, tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]), doxepin, zinc, titanium dioxide, surgery (total hysterectomy (uterus and cervix were removed)), surgery (total hysterectomy (uterus and cervix were removed)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, systemic lupus erythematosus, dysmenorrhoea, menstrual disorder and large intestine polyp outcome was unknown, the back pain, arthralgia and uterine pain had not resolved and the menorrhagia, dental caries, tooth loss, dysgeusia, dyspareunia, migraine, headache, depression, erythema, skin disorder, pruritus, butterfly rash, the last episode of rash, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, photosensitivity reaction, urticaria, constipation and diarrhoea had resolved. The reporter considered alopecia, arthralgia, back pain, butterfly rash, constipation, dental caries, depression, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, large intestine polyp, menorrhagia, menstrual disorder, migraine, photosensitivity reaction, pruritus, skin disorder, systemic lupus erythematosus, tooth loss, urticaria, uterine pain, vaginal haemorrhage, weight fluctuation, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: unfortunately, however, despite having surgery (hysterectomy on 28-nov-2011), her abdominal and pelvic pain continued and on (B)(6) 2014, she underwent a bilateral salpingectomy since her most recent removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-nov-2010: confirming full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of product technical complaint. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: abdominal wall"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general),") and systemic lupus erythematosus ("lupus/autoimmune disorder type of disorder: lupus,") in a 28-year-old female patient who had essure (batch no. L869901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, breast mass and breast lump excision since (B)(6) 2010. Concomitant products included evra (ortho evra) from (B)(6) 2008 to (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss/dental problems"), weight fluctuation ("weight fluctuations/weight gain / loss specify which one"), constipation ("gastrointestinal or digestive system condition type: chronic constipation") and diarrhoea ("gastrointestinal or digestive system condition type: alternating diarrhea"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photosensitivity"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2012, the patient experienced fatigue ("chronic fatigue/fatigue,"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), migraine ("migraines/migraines / headaches") and headache ("headaches/ migraines / headaches"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), the first episode of rash ("rashes"), erythema ("skin redness"), skin mass ("skin bumps"), pruritus ("itching"), butterfly rash ("malar rash"), the second episode of rash ("other skin conditions/rashes or skin conditions type: facial rash, rash from sun exposure"), alopecia ("hair loss"), large intestine polyp ("colon polyps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and urticaria ("hives"). The patient was treated with prednisone, hydroxychloroquine phosphate (plaquenil), diclofenac (voltaren), femodene (femoden), robaxin [macrogol,methocarbamol], paracetamol (acetaminophen), paracetamol (tylenol), ketoconazole (ketoconazol), ibuprofen, iron, tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]), doxepin, zinc, titanium dioxide, surgery (total hysterectomy (uterus and cervix were removed)), surgery (total hysterectomy (uterus and cervix were removed)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, systemic lupus erythematosus, dysmenorrhoea, menstrual disorder and large intestine polyp outcome was unknown, the back pain, arthralgia and uterine pain had not resolved and the menorrhagia, dental caries, tooth loss, dysgeusia, dyspareunia, migraine, headache, depression, erythema, skin mass, pruritus, butterfly rash, the last episode of rash, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, photosensitivity reaction, urticaria, constipation and diarrhoea had resolved. The reporter considered alopecia, arthralgia, back pain, butterfly rash, constipation, dental caries, depression, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, large intestine polyp, menorrhagia, menstrual disorder, migraine, photosensitivity reaction, pruritus, skin mass, systemic lupus erythematosus, tooth loss, urticaria, uterine pain, vaginal haemorrhage, weight fluctuation, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: unfortunately, however, despite having surgery (hysterectomy on (B)(6) 2011), her abdominal and pelvic pain continued and on (B)(6) 2014, she underwent a bilateral salpingectomy since her most recent removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: photosensitivity,migraines / headaches, migration of essure device location of device: abdominal wall, device breakage, gastrointestinal or digestive system condition type: chronic constipation and alternating diarrhea. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall/ right coil was never found') and device breakage ('device breakage') in a 28-year-old female patient who had essure (batch no. L869901 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast lump excision since (B)(6) 2010, dyspareunia and breast mass. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from 1-may-2008 to 9-nov-2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced tooth loss ("tooth loss/dental problems"). On (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"), 2 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation") and diarrhoea ("gastrointestinal or digestive system condition type: alternating diarrhea"). In (B)(6) 2010, the patient experienced dental caries ("tooth decay/dental problems"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photosensitivity"). On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue/fatigue,"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced systemic lupus erythematosus ("lupus/autoimmune disorder type of disorder: lupus,"), migraine ("migraines/migraines / headaches") and headache ("headaches/ migraines / headaches"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching/itchy skin"), butterfly rash ("malar rash"), facial rash ("other skin conditions/rashes or skin conditions type: facial rash, rash from sun exposure") and urticaria ("hives"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)/painful sex"), rash ("rashes"), large intestine polyp ("colon polyps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain") and vibratory sense increased ("she experience strange vibrating feeling in pelvic region"). The patient was treated with bupropion hydrochloride (wellbutrin), diclofenac, doxepin, ethinylestradiol;gestodene (femoden), famotidine (famotidin), hydroxychloroquine, ibuprofen, iron, ketoconazole (ketoconazol), methocarbamol (robaxin), oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet), paracetamol (acetaminophen), paracetamol (tylenol), prednisone, titanium dioxide, zinc, surgery (ablation and total hysterectomy (uterus and cervix were removed)) and tooth removal, crown, caps. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, systemic lupus erythematosus, menstrual disorder, large intestine polyp and vibratory sense increased outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dysgeusia, dyspareunia, migraine, headache, depression, rash, erythema, skin disorder, pruritus, butterfly rash, facial rash, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, photosensitivity reaction, urticaria, constipation, diarrhoea and abdominal pain had resolved and the back pain, arthralgia and uterine pain had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, butterfly rash, constipation, dental caries, depression, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, facial rash, fatigue, genital haemorrhage, headache, large intestine polyp, menorrhagia, menstrual disorder, migraine, photosensitivity reaction, pruritus, skin disorder, systemic lupus erythematosus, tooth loss, urticaria, uterine pain, vaginal haemorrhage, vibratory sense increased, weight fluctuation and rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: unfortunately, however, despite having surgery (hysterectomy on (B)(6) 2011), her abdominal and pelvic pain continued and on (B)(6) 2014, she underwent a bilateral salpingectomy since her most recent removal surgery, her symptoms have mostly resolved, though some remain plaintiff told that the left coil was retained in lab. When she asked to retrieve device. The right coil was never found. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirming full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received event " she experience strange vibrating feeling in pelvic region" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall/ right coil was never found') and device breakage ('device breakage') in a 28-year-old female patient who had essure (batch no. L869901- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast lump excision since (B)(6) 2010, dyspareunia and breast mass. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2008 to (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced tooth loss ("tooth loss/dental problems"). On (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"), 2 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation") and diarrhea ("gastrointestinal or digestive system condition type: alternating diarrhea"). In (B)(6) 2010, the patient experienced dental caries ("tooth decay/dental problems"). On (B)(6) 2011, the patient experienced genital hemorrhage ("abnormal bleeding (general)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photosensitivity"). On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue/fatigue,"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced systemic lupus erythematosus ("lupus/autoimmune disorder type of disorder: lupus,"), migraine ("migraines/migraines / headaches") and headache ("headaches/ migraines / headaches"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching/itchy skin"), butterfly rash ("malar rash"), facial rash ("other skin conditions/rashes or skin conditions type: facial rash, rash from sun exposure") and urticaria ("hives"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)/painful sex"), rash ("rashes"), large intestine polyp ("colon polyps"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain") and vibratory sense increased ("she experience strange vibrating feeling in pelvic region"). The patient was treated with bupropion hydrochloride (wellbutrin), diclofenac, doxepin, ethinylestradiol;gestodene (femoden), famotidine (famotidine), hydroxychloroquine, ibuprofen, iron, ketoconazole (ketoconazole), methocarbamol (robaxin), oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet), paracetamol (acetaminophen), paracetamol (tylenol), prednisone, titanium dioxide, zinc, surgery (ablation and total hysterectomy (uterus and cervix were removed) and tooth removal, crown, caps. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, systemic lupus erythematosus, menstrual disorder, large intestine polyp and vibratory sense increased outcome was unknown, the genital hemorrhage, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dysgeusia, dyspareunia, migraine, headache, depression, rash, erythema, skin disorder, pruritus, butterfly rash, facial rash, alopecia, fatigue, weight fluctuation, vaginal hemorrhage, photosensitivity reaction, urticaria, constipation, diarrhoea and abdominal pain had resolved and the back pain, arthralgia and uterine pain had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, butterfly rash, constipation, dental caries, depression, device breakage, device dislocation, diarrhea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, facial rash, fatigue, genital hemorrhage, headache, large intestine polyp, menorrhagia, menstrual disorder, migraine, photosensitivity reaction, pruritus, skin disorder, systemic lupus erythematosus, tooth loss, urticaria, uterine pain, vaginal hemorrhage, vibratory sense increased, weight fluctuation and rash to be related to essure. The reporter commented: unfortunately, however, despite having surgery (hysterectomy on (B)(6) 2011), her abdominal and pelvic pain continued and on (B)(6) 2014, she underwent a bilateral salpingectomy since her most recent removal surgery, her symptoms have mostly resolved, though some remain plaintiff told that the left coil was retained in lab. When she asked to retrieve device. The right coil was never found. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirming full occlusion of tubes. Lot number l869901 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: abdominal wall/ right coil was never found"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general),") and systemic lupus erythematosus ("lupus/autoimmune disorder type of disorder: lupus,") in a 28-year-old female patient who had essure (batch no. L869901 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, breast mass and breast lump excision since (B)(6) 2010. Concomitant products included evra (ortho evra) from (B)(6) 2008 to (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced tooth loss ("tooth loss/dental problems") and diarrhoea ("gastrointestinal or digestive system condition type: alternating diarrhea"). On (B)(6) 2010, 2 months 9 days after insertion of essure, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"). In (B)(6) 2010, the patient experienced dental caries ("tooth decay/dental problems") and constipation ("gastrointestinal or digestive system condition type: chronic constipation"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photosensitivity"). In (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced fatigue ("chronic fatigue/fatigue,"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), migraine ("migraines/migraines / headaches") and headache ("headaches/ migraines / headaches"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)/painful sex"), the first episode of rash ("rashes"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching/itchy skin"), butterfly rash ("malar rash"), the second episode of rash ("other skin conditions/rashes or skin conditions type: facial rash, rash from sun exposure"), large intestine polyp ("colon polyps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urticaria ("hives") and abdominal pain ("abdominal pain"). The patient was treated with prednisone, hydroxychloroquine phosphate (plaquenil), diclofenac (voltaren), femodene (femodene), robaxin [macrogol,methocarbamol], paracetamol (acetaminophen), paracetamol (tylenol), ketoconazole (ketoconazol), ibuprofen, iron, tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate,paracetamol]), doxepin, zinc, titanium dioxide, bupropion (wellbutrin), surgery (total hysterectomy (uterus and cervix were removed)), surgery (total hysterectomy (uterus and cervix were removed)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, systemic lupus erythematosus, dysmenorrhoea, menstrual disorder and large intestine polyp outcome was unknown, the genital haemorrhage, menorrhagia, dental caries, tooth loss, dysgeusia, dyspareunia, migraine, headache, depression, erythema, skin disorder, pruritus, butterfly rash, the last episode of rash, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, photosensitivity reaction, urticaria, constipation, diarrhoea and abdominal pain had resolved and the back pain, arthralgia and uterine pain had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, butterfly rash, constipation, dental caries, depression, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, large intestine polyp, menorrhagia, menstrual disorder, migraine, photosensitivity reaction, pruritus, skin disorder, systemic lupus erythematosus, tooth loss, urticaria, uterine pain, vaginal haemorrhage, weight fluctuation, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: unfortunately, however, despite having surgery (hysterectomy on (B)(6) 2011), her abdominal and pelvic pain continued and on (B)(6) 2014, she underwent a bilateral salpingectomy since her most recent removal surgery, her symptoms have mostly resolved, though some remain plaintiff told that the left coil was retained in lab. When she asked to retrieve device. The right coil was never found. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event abdominal pain added. Event outcome updated for abnormal bleeding and abdominal pain. Concomitant drug added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal cramping / lower abdominal pain") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), migraine ("migraines"), headache ("headaches"), depression ("depression"), rash ("rashes"), erythema ("skin redness"), the first episode of skin disorder ("skin bumps"), pruritus ("itching"), butterfly rash ("malar rash"), the second episode of skin disorder ("other skin conditions"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and large intestine polyp ("colon polyps"). The patient was treated with surgery (total hysterectomy (uterus and cervix were removed) on (B)(6) 2011) and surgery (bilateral salpingectomy on (B)(6) 2014). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, systemic lupus erythematosus, dysmenorrhoea, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, dyspareunia, migraine, headache, depression, rash, erythema, pruritus, butterfly rash, the last episode of skin disorder, alopecia, fatigue, weight fluctuation and large intestine polyp outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, butterfly rash, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, large intestine polyp, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, systemic lupus erythematosus, tooth loss, uterine pain, weight fluctuation, the first episode of skin disorder and the second episode of skin disorder to be related to essure. The reporter commented: unfortunately, however, despite having surgery (hysterectomy on (B)(6) 2011), her abdominal and pelvic pain continued and on (B)(6) 2014, she underwent a bilateral salpingectomy. Since her most recent removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall/ right coil was never found') and device breakage ('device breakage') in a 28-year-old female patient who had essure (batch no. L869901 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast lump excision since (B)(6) 2010, dyspareunia and breast mass. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2008 to (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced tooth loss ("tooth loss/dental problems"). On (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss specify which one"), 2 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced constipation ("gastrointestinal or digestive system condition type: chronic constipation") and diarrhoea ("gastrointestinal or digestive system condition type: alternating diarrhea"). In (B)(6) 2010, the patient experienced dental caries ("tooth decay/dental problems"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and photosensitivity reaction ("allergic or hypersensitivity reaction type: photosensitivity"). On (B)(6) 2011, the patient experienced depression ("depression/psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue/fatigue,"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced systemic lupus erythematosus ("lupus/autoimmune disorder type of disorder: lupus,"), migraine ("migraines/migraines / headaches") and headache ("headaches/ migraines / headaches"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching/itchy skin"), butterfly rash ("malar rash"), facial rash ("other skin conditions/rashes or skin conditions type: facial rash, rash from sun exposure") and urticaria ("hives"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (vaginal, menorrhagia),"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)/painful sex"), rash ("rashes"), large intestine polyp ("colon polyps"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain ("abdominal pain") and vibratory sense increased ("she experience strange vibrating feeling in pelvic region"). The patient was treated with bupropion hydrochloride (wellbutrin), diclofenac, doxepin, ethinylestradiol;gestodene (femoden), famotidine (famotidin), hydroxychloroquine, ibuprofen, iron, ketoconazole (ketoconazol), methocarbamol (robaxin), oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet), paracetamol (acetaminophen), paracetamol (tylenol), prednisone, titanium dioxide, zinc, surgery (ablation and total hysterectomy (uterus and cervix were removed)) and tooth removal, crown, caps. Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, systemic lupus erythematosus, menstrual disorder, large intestine polyp and vibratory sense increased outcome was unknown, the genital haemorrhage, dysmenorrhoea, menorrhagia, dental caries, tooth loss, dysgeusia, dyspareunia, migraine, headache, depression, rash, erythema, skin disorder, pruritus, butterfly rash, facial rash, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, photosensitivity reaction, urticaria, constipation, diarrhoea and abdominal pain had resolved and the back pain, arthralgia and uterine pain had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, butterfly rash, constipation, dental caries, depression, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, erythema, facial rash, fatigue, genital haemorrhage, headache, large intestine polyp, menorrhagia, menstrual disorder, migraine, photosensitivity reaction, pruritus, skin disorder, systemic lupus erythematosus, tooth loss, urticaria, uterine pain, vaginal haemorrhage, vibratory sense increased, weight fluctuation and rash to be related to essure. No further causality assessment were provided for the product. The reporter commented: unfortunately, however, despite having surgery (hysterectomy on (B)(6) 2011), her abdominal and pelvic pain continued and on (B)(6) 2014, she underwent a bilateral salpingectomy since her most recent removal surgery, her symptoms have mostly resolved, though some remain. Plaintiff told that the left coil was retained in lab. When she asked to retrieve device. The right coil was never found. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirming full occlusion of tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event " she experience strange vibrating feeling in pelvic region" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.